Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the proximal portion of the lead was returned for analysis measuring 15.4cm in length. External insulation abrasion was noted at 13.3cm to 13.4cm from the connector pin. The abrasion found is consistent with friction to the ICD can. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that aborted charges occurred due to noise on the lead. Lead was explanted and replaced.